Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was approximately 675 mg/dl, with high ketones. Customer gave a manual injection and went to the emergency room and was admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 4 days later with the issue resolved and no permanent damage. Ultimately, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.